Event description:
It was reported the patient was in the emergency room since last night and needed a MRI. It was unknown if the MRI was related; however, it was reported the patient had an increase in lumbar pain and right sided weakness. The drug in the pump was unknown. Additional information was received and it was reported that the patient had lower back pain after a plane ride. The MRI was for examination of the patient¿s lower back pain. There were no issues with the patient¿s devices. The cause of the problem was noted to be arachnoiditis. No actions/interventions had been taken or scheduled. The patient was still complaining of back pain. The device system was delivering dilaudid and compounded baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# l73873, implanted: (B)(6) 2000, product type: catheter. Product ID: 8575, lot# j12306r, implanted: (B)(6) 2005, product type: accessory. (B)(4).